Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the implant procedure, the implantable cardiac monitor (icm) detected a pause episode which appeared to be undersensing. The icm remains in use .no patient complications have been reported as a result of this event.